Manufacturer narrative:
The insulin pump was received with a slightly loose drive support disk. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The operating currents are normal and no unexpected off no power or low battery alarm noted. The insulin pump has cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had several no delivery alarms. Customer stated that she noticed that the cap at the bottom of her pump was loose. Customer did not call about it until now. Customer reported that the drive support cap was sticking out. Customer was also admitted into the hospital around the time the letter was sent out regarding the drive support cap. Customer was taken to the emergency room on (B)(6) 2013 and then two stints were put in on (B)(6) 2014. Customer was wearing her pump while at the hospital. Customer was on nitro, IV for fluids, and a heart monitor. Customer did state that this was diabetes-related due to the cholesterol build-up. Customer had no delivery alarms and stated that she just resumes the pump. Customer's blood glucose level was 220 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.